Event description:
While surgeon was using olympus flex ureteroscope v2r, he was unable to straighten and use scope, scope kinked in the ureter surgeon had to use multiple wires to set scope free/straighten. Patient required a stent and may required additional surgery at a later date. FDA safety report ID# (B)(4).